Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No button error alarm noted upon testing. Power connector plug in and locked in place properly. No frozen display anomaly noted during testing. Device received with cracked keypad overlay, missing serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display and unexpected button error alarm. Customer stated there were scratches on the screen and because of that it looked frosty and were unable to see the data on the screen. Customer stated there were unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.